Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that nurse opened the package, removed the femoral head a found a black hair lying in the inner packaging where the femoral head had been. The delay was about three minutes. No pieces broke during surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the photographic evidence found a hair like material held by a tweezers. However, no evidence of the hair like material inside the sterile packaging upon receipt was provided, therefore the reported allegation cannot be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 13-nov-2022. 3) any anomalies or deviations identified in DHR: there were no non-conformances associated with this lot. 4) expiry date: 30-oct-2027. 5) IFU reference: (B)(4). Device history review: a manufacturing record evaluation was performed for the finished device [136532310 / 3968370] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.